Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log identified the reported problem as a system error 0007 (device unresponsive). A visual inspection, functional testing, electrical testing and a short simulated therapy was performed. The reported problem was verified. Upon conclusion of the investigation, the cause of the reported problem was determined to be the software eproms. The software was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown alarm on the homechoice device prior to patient use. There was no known patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.